Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during an implant procedure, the right ventricular [rv] lead was repositioned multiple times but had poor sensing and high threshold measurements. The physician removed the lead stating that there were "possible problems." A different rv lead was implanted. No patient complications have been reported as a result of this event.